Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch #287c89. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 287c89, and no non-conformances related to the reported complaint condition were identified. The lot#348c61 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "stapler misfired". Was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malformed, missing staples, no staples etc.? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut. Did the device cut the tissue? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged?

Event description:
It was reported that during an anterior resection procedure the stapler misfired. The surgery was delayed. Considered converting to open, inspected anastomosis, left as is. The procedure was successfully completed. There were no patient consequences.